Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the left ventricular (lv) lead was found difficult to be inserted with a guidewire and was unable to be implanted due to the patients anatomy despite multiple attempts. The physician elected to not use the lead and complete the procedure. The patient was in a stable condition throughout.

Manufacturer narrative:
The reported events were unable to implant and the guidewire failure to advance through the lead. As received, a complete lead without the guidewire was returned in one piece for analysis. The reported event of the guidewire failure to advance was confirmed. Visual inspection and x-ray examination of the lead found the inner coil to be offset/damaged at the s-curve region and as a result the guidewire insertion test couldn¿t be performed. The cause of the reported event of the guidewire failure to advance was isolated to the coil being offset/damaged found on the lead consistent with procedural damage.